Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2026, an incident was reported in which an arterial catheter became occluded in a post-cardiac surgery patient, preventing arterial blood pressure monitoring and blood aspiration for sampling. A counter-pressure bag intended to prevent catheter blockage was reportedly used appropriately at the time of the event. The affected catheter was flushed by nursing staff; however, functionality was not restored. The catheter remained in place until it was removed upon patient discharge. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical or surgical intervention was required beyond routine flushing and removal of the device.